Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The facility where the event occurred could not be confirmed. With the available information, it is suspected to have occurred at the facility listed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 14mm bioprosthetic pulmonary valved conduit in a pediatric patient, it was explanted and replaced with a 16mm conduit of the same model. The reason for replacement was not reported. The patient had concomitant closures of an atrial septal defect and a ventricular septal defect during the replacement procedure. No additional adverse patient effects were reported.